Event description:
On 2/27/95 an aus device was implanted. On 5/15/95, the connector was revised. On 10/21/96, the cuff was revised. On 12/19/96, air in system-suspect insufficient amount of fluid in system prior to this revision, caused pt to have recurring incontinence.